Manufacturer narrative:
Investigation: the customer stated they pack the units in coolers with cloths between the products and ice. The customer returned a full red blood cell (rbc) bag with segmented tubing lines. Through visual observation of the blood product in the tubing segments, indications of hemolysis were present due to the pinkish tinge within the top layer of the settled cells. A small aliquot was taken from the rbc bag and subjected to centrifugation. Hemolysis was confirmed visually and further testing was performed. Per the procedure records, hemolysis was not occurring during the procedures. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported seeing hemolysis in double red blood cell (drbc) products. They were discovered in the distribution department, prior to issuing to the hospital. Per the customer,the hemolysis is determined by color, no testing is done. There was not a transfusion recipient or patient involved at the time of this unit processing,therefore no patient information is reasonably known at the time of the event. (B)(6).

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Updated root cause: the analysis of the run data files did not find a conclusive cause for the reported hemolysis in the rbc products. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. It is possible that the hemolysis experienced by the customer could have been related to: product handling post collection. Procedural process errors. Product storage temperature conditions or storage solution issues. Donor physiology

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury associated with this event based on additional investigational information. Samples from the bag were tested and degree of hemolysis for the sample showed 0.30% hemolysis. The run data files (rdfs) were analyzed for these events. The analysis of the run data files did not find a conclusive cause for the reported hemolysis in the rbc products. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. A terumo bct technical consultant made a site visit in (B)(6) 2016 and did not identify any trends or unusual process variables that would explain the reported recent increase in hemolyzed rbc products at this customer. Investigation is in process. A follow-up report will be provided.